Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle was missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on syringes that were donated to her. Consumer stated that there is no date on the bags. She was unable to locate the lot number but provided copywrite date 2007.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle was missing label information. The following information was provided by the initial reporter: consumer called to inquire about expiration date on syringes that were donated to her. Consumer stated that there is no date on the bags. She was unable to locate the lot number but provided copywrite date 2007.